Event description:
Ous MDR - after an implantation period of about 35 months, a battery depletion was reported. It was also reported that within the last 12 months the indicated remaining lifetime went down from 7 years to less than a year. The pacemaker was replaced and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker¿s memory content was analyzed confirming this observation. The battery status was still ¿ok¿.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was still fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations revealed a damaged capacitor, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged capacitor. However, the therapy functions of the device were not compromised as the user was still timely alerted by a warning message. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. However, the date of occurrence was not determinable.